Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump started alarming with no disposable. Patient tried cassette on both pumps and it did the same thing. No patient injury reported.